Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the up/down knob the up/down knob did not move smoothly, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the protector of the universal cord on scope connector side had a scratch, the universal cord had a wrinkle, the universal cord had a scratch, the switch box had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, switches 1 and 4 had wear, the scope connector was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on the bending section cover rubber had white-clouded area and a chip, the plastic distal end cover had a scratch, the connecting tube had a scratch, the grip was shaved, and the image guide protector had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a strange noise from the angle knob. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.